Event description:
Baxter received report that stated, "this spontaneous case refers to a cryocyte freezing bag (lot number h05c14042) the "operculum" (bottom of the bag by a port) of its chimney as not waterproof. According to the reporter, this event led to a risk of contamination and product loss. The physician had preferred to transfuse the patient. The sample is available. In 2005, the patient serology was negative to hiv, abhbs, hcv, hbc, htlv, and syph. Received in 11/2005: "sample is available, it is used, and all viral markers are negative. Problem noted during thaw. Storage was in liquid nitrogen and was for 15 days. Patient did receive the product implicated in the incident and the patient/donor was recollected or remobilized. Total cell dose infused. (Cd34 x 10^6/kg): 2.57 x 10^6 total (1.25 x 10^6 from affected bag and 1.32 x 10^6 cells from 3 unaffected bags). Bag was filled with 100ml product. Cryopreservation and storage was performed without metal cassette. Engraftment result not known at this time. Patient did not receive additional antibiotics or additional follow up treatment."